Event description:
After a colonoscopy procedure in 2001, it was noticed that the distal bending section on the colonoscope was "fixed" in a "j-position". The physician was able to reach the cecum, but commented that he had experienced difficulty with the angulation controls.